Event description:
It was reported that the patient's ipg had protruded through the incision site. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.